Event description:
Information received by medtronic stated that the insulin pump had a hardware low level failure alarm. Customer stated that they were able to clear and able to rewind the pump. Customer stated that the battery compartment of insulin pump was cracked. No harm requiring medical intervention was reported. The customer will discontinue use of the devise.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pump passed displacement test. Pump failed self test due to pump error 63. Successfully downloaded history files and traces using thus. Verified the pump alarmed pump error 63 variable 3 in pump downloaded history on (B)(6) 2022 at time 13:38:34.000 due to ambient light failure. Keypad overlay was peeled and traces of u1 on the keypad assembly were examined and found burnt trace at pin 6 due to moisture damage. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, or motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: broken belt clip rails, partially broken retainer, end cap address label fading, keypad overlay texture damage, cracked select button keypad overlay, pillowing keypad overlay and minor lcd display window scratches. Pump failed self test due to pump error 63 variable 3. Pump error 63 variable 3 confirmed due to burnt trace at pin 6 of u1. Cosmetic damage at battery compartment was not confirmed, however, other cosmetic damage was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.